Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: the keypad was torn over the up and down button contacts and both buttons were unresponsive. The contrast and ok buttons both responded properly. No hypersensitivity was observed to the keypad buttons. When the keypad was removed, it was found that the up button contact was inverted. Contamination was found under all button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that down and okay buttons were intermittently unresponsive and scrolling. The up button was unresponsive and torn. The rubber was coming loose from casing for past 2 weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.